Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending (lad). A 3.25mm x 15mm apex balloon catheter was advanced for predilatation. However, on unspecified inflation at nominal pressure, the balloon ruptured. Intravascular ultrasound (ivus) was performed and it was confirmed that the lesion was calcified. The device was removed intact from the patient's body. Subsequently, the physician performed ablation procedure using an unspecified size rotablator and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with a stopcock. The stop cock was attached to the hub. The balloon was loosely folded. The device was inflated to rated burst pressure (rbp) with an inflation device filled with water; no issues were encountered during inflation. The device maintained rbp for five (5) minutes with no indication of any leaks or other irregularities. Functional testing of inflation performance revealed no evidence of the alleged balloon burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid left anterior descending (lad). A 3.25mm x 15mm apex¿ balloon catheter was advanced for predilatation. However, on unspecified inflation at nominal pressure, the balloon ruptured. Intravascular ultrasound (ivus) was performed and it was confirmed that the lesion was calcified. The device was removed intact from the patient's body. Subsequently, the physician performed ablation procedure using an unspecified size rotablator and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).